Event description:
The pump was returned for investigation. Investigation revealed that the display screen text was dim, faded, and discolored. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 08/26/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/26/2014 with the following findings: during testing, the display screen text was found to be dim, faded, and discolored. Unrelated to the complaint, evaluation revealed that the keypad cover was torn off over the up arrow, down arrow, and ok buttons. All keypad buttons responded appropriately to button presses. The keypad cover was removed and no contamination or other anomalies were found on any button contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).